Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2005. It was reported that the pt's ipg turns off randomly. When this happens, she is able to turn stimulation back on with her pt programmer. No add'l info is available at this time.